Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
On (B)(6) 2024, the patient was infused with chemotherapy drugs and was given a PICC puncture, and the shell of the PICC sedinger intubation sheath was found to be cracked during puncture preparation, and the PICC sedinger intubation sheath was immediately re-replaced for puncture, which had no adverse effects due to timely discovery and replacement. No other information was provided.